Event description:
The customer reported that the insulin pump alarmed motor error and the support cap was protruded. The blood glucose reading was 247mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and the device alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The unit passed the displacement test. The motor was tested outside the unit and passed the test. The device had cracked battery tube threads and cracked reservoir tube lip.